Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. However, the e333 occurrence record was confirmed on log data. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that touch panel error (e333) occurred accidentally due to the design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had an e333 error code. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. There were no reports of patient or user harm.